Event description:
Caller reported a cartridge alarm 20 that occurred during pumping but did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts helped the caller with loading a new cartridge, but a recurring cartridge change error prevented completion even after resetting the pump. Cts informed the caller that the pump warranty had expired and the pump was inoperable due to this issue, which the caller acknowledged.